Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported, a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent via a plum pump. After an unspecified length of time in use, it was reported that a leak of solution was noted at the distal clave y-site of the tubing set. The tubing set was replaced and the therapy was resumed. The solution that leaked was cleaned up according to the user facility protocol. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.